Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the native iliac wall using ruby coils. During the procedure, the physician successfully placed a ruby coil in the target vessel using the lantern delivery microcatheter (lantern). While attempting to insert a new ruby coil into the lantern, the pusher wire snapped; therefore, it was removed. The procedure was completed using a new ruby coil with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken at the proximal end of the pusher assembly. The hypotube was fractured approximately 5.0 cm from the proximal end. The pull tube was kinked approximately 8.0 cm from the proximal end. The distal detachment tip (ddt) was undamaged. Conclusion: evaluation of the returned ruby coil pusher assembly confirmed a fractured device. If the device is forcefully advanced against resistance, damage such as a fracture may occur. The pull tube within the hypotube was also kinked which is likely occurred simultaneously with the fracture. Further evaluation revealed the pet lock was broken at the proximal end of the pusher assembly; therefore, it is likely the embolization coil was detached from the ddt prior to the damage to the pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.